Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The instrument was found to have loose grip cables at the distal end. There was no visible damage or broken cables at the distal or proximal end. The root cause of this failure was attributed to a component failure. Additionally, the clip test was performed and failed due to the loose grip cables. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the device logs for the medium-large clip applier (part# 470327 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on the reported event date of (B)(6) 2021 via system serial# (B)(4). There were 100 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable with no evidence of user mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not grasp properly. The instrument was reportedly not used on the patient, and the procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.